Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Devices #1 and #2 - proglide (part #12673-03; lot #81039-6h), are being filed under medwatch report #2953144-2010-00046 (device #1) and medwatch report #2953144-2010-00047 (device #2).

Event description:
Device malfunction: suture break (device #3). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, during advancement of the first proglide device into the pt artery, it was noted that the plunger was backing out of the device. Reportedly, the plunger may have been retracted too far during preparation. The device was removed and a second proglide device was used. When harvesting the suture of the second proglide device, the suture pulled out of the artery with the knot attached. The physician rewired, removed the second proglide device and a third proglide was deployed; however, during advancement of the knot the suture broke. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.